Event description:
It was reported that the customer was taken by ambulance to the hospital due low blood glucose of 44mg/dl, and her blood glucose was treated with glucose tablets. Troubleshooting was performed. It was stated that the insulin pump was alarming no delivery when she was found. The caller mentioned that the customer was disconnected during the rewind/prime process. The son stated that the customer's blood glucose was 344mg/dl, and the next day her blood glucose went up to 400mg/dl. Then the customer treated with 13.6 units through the insulin pump, but she woke up with low blood glucose. The caller stated that the blood glucose meter was giving false readings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.